Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to connector j702 on the distribution node pca. The connector was contaminated. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective electrode belt.

Event description:
A u.s. Distributor returned a patient's electrode belt and reported that it was causing a service code 204 (belt/monitor unusable).